Event description:
It was reported that the user experienced repeated occlusion alerts while delivering insulin using an infusion set (contact detach, 23-inch, 6 mm), with dosing paused and delivery showing 54 percent complete until the alert cleared only after a full supply and site change when the cartridge was low. Customer care provided support which included remote troubleshooting with tubing fill verification, education on recommended infusion set wear time, and recommendation for a site and full supply change. Investigation of this case revealed that flow resumed during tubing fill, the alert recurred later, and the occlusion resolved after replacing the site and low cartridge. No clinical symptoms and no reported changes in blood glucose. Outcomes included no injury, and no medical intervention. It was concluded that the event was consistent with an infusion set occlusion that resolved with a supply change.